Event description:
It was reported that an asymptomatic patient presented to the clinic for followup. Externalized conductors were noted via diagnostic imaging. All electrical measurements were normal. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasions were found at 11.5cm to 14.6cm, 12.6-15.1cm and 16.2-19.5cm from the distal tip. At 12.6-15.1 cm from the distal tip, the inner liner was exposed. The etfe coating was intact at these locations. An external abrasion was noted at 10-11.5cm from the distal tip, consistent with friction to another device. The etfe coating was abraded at this location.